Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas e 411 immunoassay analyzer (e411). The result did not match the patient's history and previous result. The sample resulted with a value of 0.020 ng/ml and this value was reported outside of the laboratory to the treating clinician. The clinician questioned the result since the previous value from the patient was 3 ng/ml. The clinician asked for a new sample to be collected from the patient and tested. A new sample was collected from the patient and tested on (B)(6) 2017, resulting as 3.45 ng/ml. This result was considered correct as it matched the patient's known history and clinical picture. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 24704503, with an expiration date of 30-sep-2018. There were no issues with calibration or quality controls. Upon review of the alarm trace, there were sample short and liquid level detection alarms. A specific root cause could not be determined based on the provided information. A general product problem could be excluded. Based on the alarm messages received on the day of the event, the most likely root cause is related to sample quality. Another possible root cause is insufficient maintenance.